Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported inability opening the clip was not confirmed via returned analysis and the investigation was unable to determine a definitive cause for this event. The reported difficult positioning the device (dc shaft positioning) shaft was confirmed via returned device analysis. The investigation concluded that the difficulty positioning the cds was related to the bend in the actuator mandrel; however, a definitive cause for the bent mandrel could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for the irregular movement of the clip during advancement, which has potential to result in serious injury. It was reported that the mitraclip delivery system was advanced in the anatomy, but the clip was unable to be opened. When the clip was advanced for positioning/axial alignment of the clip, an abnormal curve of the sleeve shaft was noted. The cds was replaced with another without further incident. One mitraclip was implanted reducing mitral regurgitation (mr) from grade 3-4 down to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.